Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer replaced the cable from the processor to the monitor and issue persisted. Tac mentioned to the customer that inspection of the entire monitor screen or the endoscopic image area was required to narrow down the troubleshooting by 50% to either the processor, monitor or endoscopes. Tac explained to the customer in detail on how to troubleshoot the unit. The customer had another equipment to swap out to complete the troubleshoot. A follow up call was made to the customer and the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has intermittent image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since it was confirmed from the evaluation information that an image flickered, the probable cause of the phenomenon is due to reasons such as dust or waterdrop was adhered to the electrical contacts of the scope socket, the connection of the cable was loose, or a board malfunctioned. The instructions for use (IFU) states: ¿3.1 precautions for installation and connection - properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.